Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Allergic reaction [hypersensitivity]; localized redness of skin (nos) [erythema]. Case description: spontaneous report was received on (B)(6) 2012, from a surgical nurse regarding a male pt (age and initials not provided). The pt's medical history was not provided. On an unspecified date, the pt underwent surgery (unspecified) during which seprafilm sheet had been placed. On an unspecified date, the pt experienced localized skin redness (unspecified). The outcome for the event of localized skin redness was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting nurse assessed the relationship between the event and seprafilm as unrelated. Follow up info was received on (B)(6) 2012, from (B)(6) via a surgical nurse regarding the pt's demographics, lot number, suspect and event details. The pt was a female (previously reported as male), with initials (B)(6). The lot number of seprafilm was provided. On an unspecified date, the pt initiated second suspect treatment with atrium (difebarbamate, medical device), dosage regimen not provided. On (B)(6) 2012, the pt experienced allergic reaction. It was reported that the pt's allergic testing was ongoing. The outcome for the event of allergic reaction was not provided. The intensity for the event of allergic reaction was not provided. The reporter did not provide the relationship between the event of allergic reaction and seprafilm.